Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 2.75 x 18 xience v, is being filed under a separate MFR number.

Event description:
It was reported that on (B)(6) 2008 the patient underwent a procedure to treat a lesion in the ostial right coronary artery (rca) during which two xience v stent were deployed. On (B)(6) 2009 the patient was rehospitalized. Angiography revealed restenosis in both the xience v stents. The restenosis was treated with the placement of two non-abbott stents. No additional information was provided.